Manufacturer narrative:
After analysis the post market quality assurance lab confirmed the allegations on the power supply. The power supply was found to be punctured with exposed stranded wires and does not meet specification.

Event description:
Boston scientific received information that the communicator would not power on. The patient was sent a new power cord to resolve the issue. No adverse patient effects reported.